Event description:
On (B)(6) 2012, the patient contacted animas to report a crack in the battery compartment of the pump and that the pump is no longer powering on. The patient first noticed the issue earlier in the day. The patient confirmed that she cannot secure the battery cap on the pump and that the yellow o-ring was visible. She claimed she was without insulin for a "long period of time" and stated that she felt "sick" with a blood glucose level of 600 mg/dl. The patient administered self-treatment via insulin injections but did not report any other forms of treatment. The patient connected from the pump and has implemented her back up plan. The reported power issue is not a reportable malfunction since the visible damage would have given the user an indication to discontinue using the pump. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. However, this complaint is being reported because the patient experienced a blood glucose level of 600 mg/dl after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.